Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as a reaction under the te pads. The patient reported having a known allergy to nickel. There was no alleged device malfunction contributing to the reaction. The patient¿s physician prescribed hydrocortisone for the reaction. Follow up indicated that the reaction has improved.